Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. It was also noted that, during an interrogation, there was a red screen that indicated the device had reached the battery capacity depleted (bcd) state. At the last device check after the device had been implanted approximately two years, the battery level estimate displayed 4.5 years remaining. No adverse patient effects were reported. Currently, this crt-d remains in service.